Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored false positive pacemaker mediated tachycardia (pmt) episodes. Additionally, this device exhibited far field oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) provided reprogramming options. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored false positive pacemaker mediated tachycardia (pmt) episodes. Additionally, this device exhibited far field oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) provided reprogramming options. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device was explanted due to unknown reasons at this time. No additional adverse patient effects were reported. This device has been received for analysis. Further information was received that this device was explanted due to infection. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored false positive pacemaker mediated tachycardia (pmt) episodes. Additionally, this device exhibited far field oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) provided reprogramming options. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device was explanted due to unknown reasons at this time. No additional adverse patient effects were reported. This device has been received for analysis.